Event description:
Customer reported a colleague infusion pump which had a failure code 810:11 occur on channel a. The date of incident and the process step are unknown. No patient injury or medical intervention occurred. This device utilizes user interface module master software version 5.06.00 categorized as unremediated. During baxter on-site evaluation of this device, failure code 810:11 was determined to be caused by the air in line printed circuit board being out of calibration.

Manufacturer narrative:
During baxter onsite device evaluation, failure code 810:11 on channel a was confirmed but was not duplicated. The reported failure code is due to the air in line printed circuit board being out of calibration. The channel a pump head module was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this report is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)